Event description:
Prismax machine alarming "normalization failed". Nurse called baxter, attempted troubleshooting which did not fix the issue. Blood returned. Machine with same error message while priming/setting up new circuit. Biomed notified. This has caused an approximate 2hr delay in patient receiving continuous veno-venous hemodialysis. Manufacturer response for continuous renal replacement therapy machine, prismaflex system for critical care (per site reporter). Baxter field service engineer came on-site and could not duplicate the issue after testing unit. The baxter engineer provided biomedical engineering a service report. Intensive care unit (ICU) nurse has been notified and device was temporarily placed back in service. Baxter sales rep discussed issue with ICU equipment & supply coordinator. Baxter rep stated that faulty arps tubing noted to be source of problem but stated that baxter would not repair machines until device exhibited yet another failure. However, due to safety concerns regarding potential failure while running on patient, ICU leadership pulled machines from service. Anna emailed service rep stating that uf expects all machines to be proactively repaired prior to putting back in service; awaiting response from baxter.